Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 3 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2017, the patient had a driveline infection and was admitted into the hospital. The computerized tomography scan showed a small amount of soft tissue changes near the drive train and skin surface without large hypoattenuating drainable fluid collection, possibly related to an infection or inflammation. The cultures showed a moderate (B)(6) infection. The patient was administered IV cefepime and daptomycin. It was reported that on (B)(6) 2017, the patient was listed 1a for a heart transplant for device complication. On (B)(6) 2017, the patient was discharged with daily infusions of daptomycin as an outpatient. On (B)(6) 2018, the patient received a heart transplant.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the left ventricular assist system (lvas) and a specific cause of the patient¿s infection could not conclusively be determined. The pump was returned assembled with the driveline (dl) cut approximately 4 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of adhered depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.